Event description:
It was reported to philips that the device¿s wireless footswitch, base station, and charger needed to be replaced. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Additional information received from the philips customer delivery manager (cdm) indicated there was a connection issue with the footswitch. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the wireless footswitch was not working. Upon troubleshooting fse found that cause of the issue due to the wireless connection. Fse replaced the wireless footswitch, base station, and the charger. The defective parts wireless footswitch and base station were returned for analysis, and it was concluded that the wireless footswitch was failed due to the internal connector and the base station was failed due to the electronic defect, antenna also unprotected and slightly bend. After replacement the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The event should not have been reported to FDA. The event occurred after implementation of the correction 3003768277- 2021/10/29-004-c, and thus the malfunction with the wireless footswitch would not cause or contribute to a serious injury because the system was equipped with a backup wired footswitch. Specifically, philips installed new firmware, confirmed that a back-up wired footswitch was installed with the system, inspected the wireless foot switch, and provided an updated instructions for use of the system detailing the appropriate instructions on charging and handling the wireless footswitch. Moreover, there was no report of harm as the wireless footswitch issue occurred outside of clinical use.